Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. As the customer had changed the cartridge and infusion set prior to calling tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.